Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of system error 105 caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
It was reported that a pump alarmed system erorr 105. It was also reported that there was no patient involvement.